Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Sales consultant reported having difficulty with a trochanteric fixation nail system helical blade inserter threading into the blade guide sleeve, during surgery. The surgeon was repairing a hip fracture at the time. Sales consultant stated that she inspected the devices and had difficulty as well. It was reported that either the barb or the barring in the instrumentation is causing the device to be difficult to thread. No patient information is available. Surgery was successfully completed. This is report 1 of 2 for complaint (B)(4).